Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. A mitraclip ntw was under the valve, when it jumped into the atrium without operator manipulation. This was due to a potential interaction with the sub-valvular structures. The clip was repositioned to grasp the leaflets. After several grasps, both of the grippers were no longer responding to the movements of the lever and could not lower. Troubleshooting, by manipulating the lock lever had no impact. The device was removed and replaced. The mr was reduced to grade <1. There were no adverse patient effects or clinically significant delay. Post-procedure handling was performed with the issue device; the gripper was forced to lower with the operator's finger.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided, a cause for the reported gripper actuation issue and difficult or delayed positioning (clip interacting with anatomy) resulting in unintended movement associated with clip jumping into the atrium cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.